Manufacturer narrative:
This is the final report.

Event description:
A report was received that a pt underwent a pocket revision procedure to reposition the ipg to her abdomen area as she felt that her current location was uncomfortable. The physician chose to replace the ipg ,as he used electrocautery during revision. The pt is reportedly doing well following the procedure.